Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial#: (B)(6), batch: a000136102.

Event description:
It was reported, patient experienced ineffective stimulation with the scs system. Investigation was unable to determine, which lead attributed to the issue. Surgical intervention was undertaken. Wherein, the entire system was explanted and replaced. Therapy was restored post-op.